Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 578 mg/dl and stated that the customer was hospitalized for 2 days. It was stated that the meter had 80 points of difference. Troubleshooting was performed. The customer reported symptoms such as feeling sick/unwell, flu-like, tired/weak, extremity pain/cramps, and increased thirst. It was unknown whether the customer was using the pump within 48 hours of the reported event. The auto-mode/smartguard feature was active. The customer had diabetic ketoacidosis and visited the emergency room and was treated with intravenous insulin infusion during hospitalization treatment. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received, the received information has been provided in section b5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 22-apr-2023 in the pump history file. 04/19/2023 00:02:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 04/19/2023 00:18:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 04/19/2023 00:28:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 04/20/2023 07:28:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 04/20/2023 16:59:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 04/20/2023 17:09:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 04/20/2023 17:10:08.000 batteryremoved (55) 04/20/2023 17:10:08.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 04/20/2023 17:10:22.000 batteryinserted (44) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Lost sensor alert (780) not confirmed. Low battery alert (104) not confirmed. Change battery fault (73)/replace battery alert not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: the insulin pump was returned for analysis.